Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous ad severely calcified forearm cephalic vein. A symmetry balloon catheter was advanced for dilatation. However, during second inflation at 16 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous ad severely calcified forearm cephalic vein. A symmetry balloon catheter was advanced for dilatation. However, during second inflation at 16 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 9mm in length and extended from a position of approximately 2mm proximal of the proximal markerband to 5mm distal of the proximal markerband. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis.